Event description:
Pt reported setting a temporary basal rate at 0%. He indicated that the device vibrated when fifty-seven minutes remained and again when 30 minutes remained and again when 30 minutes remained. Pt stated that he noticed the device vibrating as if it had dispensed insulin when no insulin was to be delivered. Pt reported that he felt nuaseated with flu like symptoms and discovered that his blood glucose was low at 68 mg/dl. He indicated that he switched to injection therapy and his blood glucose returned to normal. Pt did not report requiring any medical attention to address his blood glucose.